Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed moisture in the unit. The expiratory check valve was cleaned, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed and was potentially delivering high c02. There was no report of patient involvement.